Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the leads were unable to be implanted and consequently not used. No patient complications have been reported as a result of this event.

Event description:
It was reported that further information was obtained that indicated the leads were unable to be implanted due to difficulty with the patient's anatomy. It was noted that the two leads were attempted at two different target vessels with no success. No patient complications have been reported as a result of this event.